Event description:
Related manufacturer reference number: 2017865-2021-12616, 2017865-2021-12617. During follow-up, noise resulting in oversensing was observed on the pacemaker, right ventricular (rv), and right atrial (ra) leads. Noise was able to be reproduced through pocket maneuvers but not through isometric testing. Fluoroscopy was performed and revealed an acute angle on the rv and ra leads. The event was resolved by capping and replacing the rv and ra leads and replacing the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Field complaint of sensing noise could not be confirmed. Device was received in normal working conditions with battery voltage above eri. Electrical and mechanical testing revealed normal device function. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.